Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. However, the customer's stated problem was verified. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. Service's replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump was emitting beeping sound. It was also reported that the pump would not work. Tha customer also tried changing the tubing but it would still not work. No adverse effects reported.